Event description:
Per operative report: the valve was explanted due to biventricular failure with paravalvular leak with 3-4 plus aortic insufficiency, recurrent vsd (ventricular septal defect) and severe tricuspid regurgitation.

Event description:
Description of event: in 1998, the dr. Implanted a 19 mm aortic st. Jude medical mechanical heart valve hemodynamic plus series (model19ahp-105). The patient's tricuspid valve was also repaired along with aventricular septal defect (vsd) due to bacterial endocarditis. Six months postoperatively, an echocardiogram demonstrated evidence of tricuspid regurgitation and small aortic paravalvular leak, which was treated medically. The patient had a history of anemia, peptic ulcer disease,copd, edema, cva with chronic aphasia, pneumonia, cellulitis, anasarca, and IV drug abuse. The patient was reported to be on the methadone program. In 2000,the dr. Explanted this valve due to paravalvular leak with aortic (3-4+) insufficiency. According to the information received from the surgeon, the patient also had recurrent ventricular septal defect, biventricular failure and tricuspid insufficiency. At explant, the leak was observed to be at the level of the right coronary sinus. There was also a "normal amount" of pannus present on the cuff. A 19 mm st. Jude medical mechanical heart valve sjm masters series (model 19aehpj-505) was implanted in the aortic position. The previous pericardial repair of the tricuspid valve had "disintegrated" and a 31 mm st. Jude medical mechanical heart valve (model 31m-101) was implanted in the tricuspid position and the vsd was repaired. It was reported the surgeon believed the vsd may have contributed to the paravalvular leak. The patient was reported to have "no consequences" and no additional information was available.